Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported: proximal femoral nail anti-rotation could not be attached to the insertion handle correctly. The connection bolt would not screw in. A second nail was opened and this was attached without any problems; no other problems have been encountered with the set which was installed in march 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.